Manufacturer narrative:
(B)(4): batch # r92k18. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled, it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic gastrectomy, ¿remove instrument from patient¿ was displayed and then, ¿clean blade¿ was displayed during use. The device was replaced with the 2nd device and the 3rd device, but the same issues occurred. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Other competitor¿s device was used to complete the case. There were no adverse consequences to the patient.